Event description:
It was reported that the patient was transferred from "one hospital" to another university hospital by ambulance. The intra-aortic balloon (iab) was "implanted and the patient was connected to a pump." Md noticed blood in the helium drive line as patient was arriving in the ICU. However, the pump was not alarming; it was not known if the alarm was suppressed during the patients transport to the hospital, or if the pump ever alarmed at all. The staff in the ICU stopped the pump & removed the iab. A new iab was inserted and the pump was exchanged. The "technical department" in the facility checked the pump and confirmed that there was blood in the console. A third party service contract organization was informed and will service the pump. There were no reported patient complications. A follow-up report will be filed if more information becomes available.